Manufacturer narrative:
Implanted: 2012. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with back pain, radiculopathy and extremity pain. The patient was diagnosed with pseudoarthrosis l4-s2. The patient underwent a revision open posterior surgery consisting of fusion l3-s2. Autologous local bone, allograft, calcium based bone graft substitute, and posterior instrumentation were used. Local antibiotics were applied and x-ray verification of levels was done. The patient was discharged home. The patient developed atrial arrhythmia post-op.